Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that there was a mass/abscess growing around the pump location. An explant procedure, possibly a whole system explant, was going to be performed on (B)(6) 2017 afternoon at 3:00 p.m. No other symptoms were reported. It was unknown if the infection was related to the device. No other non-reservoir drugs were mentioned. Information regarding withdrawal procedures was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.